Event description:
The pacemaker involved in this MDR report was implanted in 2008. However, it was explanted the day after, because pacing failure was observed in bipolar configuration; in addition, the lead impedance was high (> 3 kohm).

Manufacturer narrative:
This event concerns a device that was manufactured and used outside the united states. The analysis is pending.